Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It was confirmed that a foreign object was stuck in the air/water channel and cylinder, however, the foreign object was unable to be identified. No deformation or damage to air/water channels or cylinders has been reported and there were no obvious deviations in reprocessing. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the air button and switch #1 of the evis exera iii colonovideoscope did not work. The issue occurred during the preparation for use. There were no reports of patient or user harm associated with this event. Inspection and testing of the returned device found that there was a white residue in air/water channel and cylinder. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found the following: labels were peeling; insertion tube insulation had no drops; switch/camera minor damages to switch1 and scratches; control knob movement play in upwards/downwards; distal end plastic cover had scratches and dents; objective lens had chipped glue; lens guide lens had 1 cracked lens, scratched glue around 2 lens; bending section cover or distal sheath rubber glue was cracked, detached on both ends; insertion tube had dent 110cm and minor scratches not catching cotton; air/water supply had white residue in air/water channel and cylinder; scope cover boot chipped, no metal showing and light guide tube had dents and scratches. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.